Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial result 17 u/l, repeat 36 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial result 5 u/l, repeat 11 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial result 8 u/l, repeat 30 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial alt result 10 u/l, same sample repeated twice gave results of 11 an 1 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial result 9 u/l, repeat 24 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User received discrepant alt results over the past 3 weeks. The following examples were provided: on (B)(6) 2007, initial result 5 u/l, repeat 12 u/l. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.